Event description:
The initial reporter received a questionable low crej2 creatinine jaffé gen.2 result for one patient sample tested on a cobas 6000 c 501 module. The initial result from a different c501 module at 11:28 was 10.35 mg/dl. The sample was repeated on the c501 module in question at 12:10 and the result was 6.44 mg/dl. The sample was repeated on the different c501 module at 12:41 and the result was 10.73 mg/dl. This result was reported outside of the laboratory. No incorrect results were reported outside of the laboratory. The reagent lot number is 570194 with an expiration date of 31-may-2023.

Manufacturer narrative:
The field service engineer (fse) replaced the washing comb tubing. He changed the cell rinse tubes and vacuum diaphragms. He cleaned the vacuum valves and changed the vacuum pump membranes. He also changed the sample and reagent probes. He performed a hardware check by test performance and noted an improvement in the accuracy of the creatinine assay. He confirmed that the module was working within specifications. A general reagent problem can be excluded. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.